Manufacturer narrative:
(B)(4). Malformed clip, broken jaw at bifurcation. (B)(6). The analysis results of the found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and then, one jaw was noted to be broken at bifurcation; one pear shaped clip was released. The remaining clips were ejected due to the found condition of the jaw. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired one clip and then the device jammed. Another device was used to complete the case with no patient consequence.